Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing connectivity issues. A technical support specialist (tss) checked but could not found any comm issue. Then checked health sight viewer (hsv) but found no alerts for failed hardware. Also confirmed there were no device name given for the freezing but tagged device was medical serial number (msn) and that one had no issue at all on the date/time that was checked. The system functioned as intended, no issues was found.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had connectivity issues and multiple cubies were failed to lock and not detected on bus. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.